Event description:
It was reported by service report that the loss of electrical power to the bed due to the power cord was disconnected from the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Issue was resolved for the customer by stryker field tech, who re-connected the dis-connected power cord and verified that the bed was operated per specification.